Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing lead impedance measurement. Subsequently, a chest x-ray was performed and confirmed lead fracture. The patient underwent a surgical procedure where this lead was surgically abandoned. No additional adverse patient effects were reported.